Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and observed that the internal hybrid layer capacitor (hlc) batteries were depleted. Stryker determined that the cause of the reported issue was a depleted hlc due to it being beyond its useful life. The customer received a replacement device and the returned device archived by stryker.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.